Manufacturer narrative:
The reported glidescope spectrum single-use directview mac video laryngoscope (unknown size) was not made available to verathon for investigation. However, at the time of this report it is expected that the glidescope core 15-inch monitor and glidescope core smart cable used during the reported procedure will be returned. If any new information becomes available for the following devices returned that may have led or caused the initial reported issue, a supplemental report will be submitted by verathon in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use directview mac video laryngoscope (unknown size), connected to a glidescope core 15-inch monitor and glidescope core smart cable, the image intermittently disappeared and produced discoloration of red, green, and yellow colors. The procedure was completed using a new glidescope spectrum single-use directview mac video laryngoscope, which was made available in an unspecified amount of time. No harm to the patient was reported.